Manufacturer narrative:
Sensor kit expiration date is 30-sep-2022. The medical event associated with this complaint occurred on 15-oct-2022 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A caller reported receiving an unspecified sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. A low blood sugar of 45 mg/dl was obtained on an unspecified device and they experienced a loss of consciousness. The customer¿s spouse provided ¿nasal blood sugar¿ for treatment of the customer¿s low blood sugar as they were unable to self-treat. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an unspecified sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. A low blood sugar of 45 mg/dl was obtained on an unspecified device and they experienced a loss of consciousness. The customer¿s spouse provided ¿nasal blood sugar¿ for treatment of the customer¿s low blood sugar as they were unable to self-treat. No further information was reported. There was no report of death or permanent injury associated with this event.